Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10 additional information: e1(event site postal code - 3247 & event site state - ni) it was reported that cardiosave intra-aortic balloon pump (iabp) with damaged power cord, the cord will not retract. No functional efficiently with respect to safety. A getinge field service engineer (fse) evaluated the unit and confirmed machine was working but the power lead was not automatically rewinding according to customer. Removed the old power lead and replaced a new one. Tested the ground resistance, passed. Fse will come back and do the ECG leads tests once the part arrived. ECG still cannot be use. Still there was no confirmation about delivery of the spare parts. The investigation shall be closed now, if any new information received the complaint will be reopened and updated it. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, h6 (problem code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a  routine check,  the  power cord of the cardiosave intra-aortic balloon pump (iabp) required replacement. The cord will not retract. There was no patient involved.

Event description:
It was reported that during a  routine check,  the  power cord of the cardiosave intra-aortic balloon pump (iabp) required replacement. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a